Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead was dislodged and exhibited high pacing threshold measurements. It was also reported that during lead reposition, lead insulation was damaged by the physician. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the left ventricular (lv) lead will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.